Event description:
The customer was admitted to the hospital for high bgs. It was informed that the pump has several no delivery alarms. The customer went home and attempted to change the site and the set, but the bgs kept increasing after the set change. Troubleshooting was performed. The programming insulin concentration, and histories on the pump were correct. A fixed prime was performed and the insulin exited.